Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse rested the hand touch ad value and tip attach sensitivity. The fes replaced the cap detection board and ran multiple assay calibrators with no errors. Daily check was performed with no errors. Customer ran folate calibrators and quality controls all results are within range. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event is failure of the cap detection board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2061 tip attached and error 2151 hybrid arm cup transfer error. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.